Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at the initial firing the clip was placed and then fell off the cystic duct. Unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.